Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received no delivery alarm. No delivery alarm troubleshooting was performed. The customer's blood glucose was 230mg/dl at the time of incident. It was reported that the customer reverted to insulin pens. The customer was asked to install a new infusion set and fill tubing was performed with the insulin exiting and a fixed prime with the same result. A displacement test was performed and the insulin pump alarmed no reservoir when the piston reached the end of the reservoir compartment. Another fill tubing was perform, and the insulin pump alarmed no delivery. A plunger push was performed and the insulin exited, but when the infusion set was reconnected with the insulin pump and a manual prime was performed, another no delivery alarm was received. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.